Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/29/2025. H6 component code: g07002 -pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the needle fall into the patient?=>unk. If so, was the needle piece(s) retrieved during the same procedure?=>unk. Were x-rays taken to locate the needle piece(s)?=>unk? ?? What measures were implemented to retrieve the broken piece?=>unk. Was there any additional tissue damage resulting from the search for the needle piece?=>unk. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. =>we regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions: (B)(6). A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During an unknown surgery, the needle tip was crushed. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One needle-suture outside its packaging was received for analysis. Product code pdp494g. During the visual inspection of the returned sample, no issues related to needle breakage were observed on the returned sample. However, it was noted that the tip of the needle was not properly formed, resulting in a missing point. Based on the information currently available, a missing point was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.